Event description:
After a left mediolateral oblique (mlo) view during a mammography exam, the patient allegedly "collapsed" and was consequently caught between the compression paddle and the face protection shield. A hospital staff attempted to help the patient that reportedly led to patient receiving a cut, approximately 2 to 3cm in size, behind her left ear. At this time, it is not clear what caused the "collapse" or how the patient obtained the cut. Ge healthcare is currently attempting to obtain additional information to understand the event.

Manufacturer narrative:
An investigation is ongoing.